Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery. Predilation of the lesion was performed using a 1.5x20mm balloon catheter. Then a 38x2.50mm promus premier¿ stent was advanced but was unable to cross the lesion due to tortuosity and calcification. When trying to remove the device, the stent was dislodged from the stent delivery system balloon and remained in the vessel. An attempt was made to remove the dislodged stent using a snare but this was unsuccessful. The patient was transferred to another hospital. No patient complications were reported. The current condition of the patient is not known.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).